Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank, user reported that when attempting to pull potassium chloride 10 meq (ER) tab, the cabinet opened for potassium chloride 10 meq (ER) cap. Guided user through de-assigning the item, and she stated she would return it to pharmacy as it was likely loaded incorrectly. There were no adverse events or injuries reported based on this event.